Event description:
It was reported that the patient passed away due to ventricular tachycardia/ heart failure with reduce ejection fraction. The device was not explanted and would not return for evaluation,

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.